Manufacturer narrative:
UDI: (B)(4). Concomitant med products: motor device, foot pedal device, console device, attachment devices. The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a worn bearing. It was further determined that the device failed pretest for excessive vibration during the temperature and vibration assessment. It was noted in the service order that the attachment device had an unspecified malfunction while being used with a motor device that did not rotate and slightly warmed up after testing and two additional attachment devices. According to the reporter, when the foot pedal was activated, the handpiece gave only a quiet oscillated type of clogging sound, no rotational movement. After a couple of seconds, the console screen showed ¿booting view¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.